Manufacturer narrative:
Batch review performed on 05 february 2019: lot 171594: (B)(4) items manufactured and released on 09-may-2017. Expiration date: 2022-04-24. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any similar reported event. Other devices involved: versafitcup cc trio acetabular shell cc trio no-hole ø 50 reference 01.26.45.1150 (k122911). Lot 180113: (B)(4) items manufactured and released on 26-apr-2018. Expiration date: 2023-04-16. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any similar reported event. Liner cc e cc light flat pe hc liner ø 36/ e 01.26.3644hct (k120531). Lot 176658: (B)(4) items manufactured and released on 30-jan-2018. Expiration date: 2023-01-11. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 36 size s -3.5 (k080885). Lot 157529: (B)(4) items manufactured and released on 01-mar-2016. Expiration date: 2021-02-16. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold with another similar reported event. Clinical evaluation performed by medical affairs manager on january 11, 2019. Early infection in cemented tha, 2 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
The patient was septic so the surgeon revised all implanted devices two months after primary surgery.